Event description:
It was further reported that the previously reported myocardial infarction occurred in (B)(6) 2012, not (B)(6) 2012 as previously reported. The (B)(6) 2012 procedure in-stent restenosis in the r-pda was noted and thrombus was removed using aspiration.

Event description:
(B)(6) study. It was reported that following a stenting treatment procedure, the patient experienced a st segment elevation myocardial infarction. In 2009, the 2.5x12mm, 80% stenosed target lesion was located in the right posterior descending artery (pda). The lesion was pre-dilated and the 2.5x12mm promus element stent was successfully implanted resulting in 0% residual stenosis. In (B)(6) 2012 patient returned with a myocardial infarction and 100% stent thrombosis of the r-pda. Patent underwent target vessel revascularization resulting in 0% residual stenosis. The 100% stenosed target lesion was located in the right posterior descending artery (pda). The lesion was treated with balloon dilation resulting in 0% residual stenosis. Patient recovered without residual effects and was discharged following revascularization procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).